Event description:
A report was received that the patient had skin erosion. Symptoms include pain and thinning of the skin. The physician believed that the skin erosion was caused by the ipg. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description:artisan surgical lead, 50cm; model #: sc-4316, lot #: 14861442, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.